Event description:
It was reported that 3 needle 21ga 1-1/4in hypak had a damaged package and 1 had compromised sterility. The following information was provided by the initial reporter: "it was detected that in collective n. 336 for bd, 3 needles in different packages of 5, without the stainless steel part (needle). It was detected that in collective n. 143 for bd a package of 5 needles, one of which it does not have a hermetic seal without assuring its sterility since a piece of paper is observed pierced, which prevented its closure."

Manufacturer narrative:
H.6. Investigation: photos received for investigation. Upon observation, the needles are missing from various blister packs. Unable to evaluate the integrity of the package seal with the photos provided, physical samples are needed to further evaluate. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Possible root cause for missing needle is associated with the sensors and lack of operator training and skills in equipment operation. The defect was not confirmed for package seal integrity, therefore the root cause could not be determined. During the documentary review it was observed that no quality events were registered that could originate the defect reported by the client, the lot was inspected and subsequently released in accordance with the current work instruction, however the client sent a photograph where it is possible to observe needles with missing components (cannula), it is important to mention that this defect may originate during the manufacturing of the product, however the number of defective parts reported is within the acceptance level for needles without cannula. Corrective and preventative action, CAPA#1381222, has been implemented for the missing needle. H3 other text : see h.10.

Manufacturer narrative:
Initial reporter facility name: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 3 needle 21ga 1-1/4in hypak had a damaged package and 1 had compromised sterility. The following information was provided by the initial reporter: "it was detected that in collective n. 336 for bd, 3 needles in different packages of 5, without the stainless steel part (needle). It was detected that in collective n. 143 for bd a package of 5 needles, one of which it does not have a hermetic seal without assuring its sterility since a piece of paper is observed pierced, which prevented its closure."